Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with the infusion set not staying on the site. The caller stated that she was in the emergency room due to high blood glucose of 580mg/dl, and the cannula was bent when it was removed. No further information was provided.